Event description:
A report was received stating, during patient use, a ventilator pump assembly generated abnormal noises. Although the device did not stop ventilating, the patient was removed from the device and transferred to another ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The manifold assembly was returned for evaluation. The service engineer evaluated the manifold and verified the reported complaint. It was placed into a test ventilator. When ventilation started, a slight intermittent squeaking noise was observed. The noise was not observed after approximately 1 minute. The device was run overnight and checked multiple times. No abnormal noises were observed. A visual inspection found light green dust around one of the piston rod bushings, indicating slight contamination and friction. A third party service provider replaced the manifold assembly.

Manufacturer narrative:
(B)(4).